Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been working with a healthcare provider with adjusting the pump settings. Due to the type of diabetes the customer has, the blood glucose (bg) level fluctuates (27-587 mg/dl). Corrective bolus/insulin injections were used to address the high bg and carbohydrates/sugar were consumed to address the low bg. The customer's current bg was 175 mg/dl.